Manufacturer narrative:
Continuation of d10: product ID 8709sc (serial: (B)(6)); product type: 0184-catheter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving clonidine and dilaudid (hydromorphone) via an implantable pump. It was reported that the patient had a sore over the pump and applied neosporin, on (B)(6) 2024 it was oozing yellow/orange liquid. On (B)(6) 2025 the patient's wife noticed the pump was exposed. Approximately 2.5 cm of pump was exposed and there was redness around previously healed incision. The patient was admitted, "ID consult" and IV antibiotics started. The pump was weaned down over several days and explanted on (B)(6) 2024 and the catheter was explanted on (B)(6) 2024.